Event description:
While using a byte night aligners, patient reported that their teeth have stopped moving and they have experienced severe migraines from their top aligners putting pressure on their top teeth. The patient was examined by their dentist and provided letter of recommendation. The dentist findings are the patient has been undergoing clear aligner orthodontic treatment, mandibular anterior crowding is not resolving. It is the dentist opinion that the overcrowding, and specifically the amount #25 is overlapping #24, cannot be corrected without interproximal reduction or without traditional orthodontics. Provided information and tips for headaches, hh tips.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.